Event description:
A malfunction alarm labeled "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) arranged for a replacement pump to be sent, and the customer planned to continue using the current pump until the replacement was received.